Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller does not believe auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated the pump was on a repeating blood glucose loop. The caller stated that the paramedics told them that the pump was giving insulin even though it was suspended. Troubleshooting was not completed. The insulin pump will not be returned for analysis.